Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during the explant procedure. Blood penetrated the lead in these areas. Further analysis revealed abrasion marks along the lead body. The insulation was found intact. The values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right atrial lead displayed loss of capture and oversensing of ventricular activity. The lead had also displayed a decrease in p wave amplitude and a gradual increase in impedance. Subsequently the patient was seen for a revision procedure where the lead was explanted and replaced. It was noted that the lead had dislodged. Should additional information be received, this file will be updated.